Event description:
During a laparoscopic appendectomy, the endopath stapler would not fire. The stapler would close yet it seemed jammed and would not fire the staples. We switched to the echelon flex battery powered stapler to continue the case without incident.